Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned impactor indicated that a portion of an arm cover fractured off, confirming the stated complaint. The fractured off portion was not returned. This device was manufactured in 2013, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that the impactor broke. Backup available, no delay reported. It was found while reviewing the historical data there was a previous similar failure that triggered to serious injury.